Event description:
Allegedly, the tip of the cold knife broke off in patient during a cystoscopy and urethrotomy procedure. The doctor was unable to remove broken piece. On (B)(6) 2010, the doctor conducted surgery to remove retained piece, but was unable to do so. Piece remains in patient. This occurred at: (B)(6).

Manufacturer narrative:
The legal summons did not identify the part number of the instrument involved. It could be series (B)(4) cold knives.